Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the rubber coating at the connector of the fiber overheated. The fiber was removed from the patient and from service. Laser energy from a dornier 20 watt laser was being used with the fiber. The laser settings are unavailable. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly "fine" post procedure.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure using an accumax 200 laser fiber, the rubber coating at the connector of the fiber overheated. The fiber was removed from the patient and from service. Laser energy from a dornier 20 watt laser was being used with the fiber. The laser settings are unavailable. The procedure was completed with another accumax 200 laser fiber without any complications to the patient, who is reportedly fine post procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Visual examination of the returned fiber revealed that a hole melted through the side of the black strain relief and the strain relief boot. The aiming beam was not exiting out of the distal tip or any other location along the body of the fiber; indicating the fiber is broken under the strain relief boot.